Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a hip replacement and turned his device off because he knew he would be laying on his back. When the patient lays on his back, he feels a shocking sensation. According to the patient, the shocking was not painful, but it was weird and irritating. Due to this, the patient lays on his side. There were no further complications or anticipations reported with this event.